Manufacturer narrative:
No failure was found; device is in use at hospital. The ics historical database found the device generated several alarms. The patient¿s hr was within the alarm limits at the time specified by the customer and therefore did not meet the criteria for triggering an alarm. This report is complete, and this issue is considered closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received that a on (B)(6) 2020 a biomed reports I noticed one of telemetry beds did not alarm immediately when the patient''s heart rate dropped below the low alarm limit of 45 bpm to around 40 bpm and it took a long time, around 10 to 15 seconds for audio and visual alarms to go off. No injury was reported.